Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, unsuccessful attempts were made to lock the insert and ¿while removing the insert, the femur was scratched¿. Reportedly, there was a significant surgical delay (> 30 minutes). Responses to the information requests have not been provided as of the date of this medical assessment. Without the requested medical documentation, the clinical root cause of the reported event could not be concluded. The patient impact beyond the reported event could not be determined. It remains unknown if the scratched femoral component was exchanged or if the procedure was successfully completed with a satisfactory outcome. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to fit/ sizing issue or poor insertion/surgical technique. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during surgery, the genesis ii oxinium fem size 2 right was not locking properly and while removing the insert the femur was scratched. It was reported that there was a significant delay in the surgery. The patient was injury.